Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing with nordic bluetooth device: passed. Transmitter functional tester: passed. Share log review: loss of connection found in the log within the investigation window. Performed pairing test with nordic bluetooth device: passed. The reported event of a loss of connection was confirmed. The root cause could not be determined.